Event description:
It was reported that as the physician tried to implant the electrode she noticed an abnormal bending of the electrode at the tip. Implantation could not be performed with the electrode, and the product was not used with the patient. The product was replaced and there was no patient injury.

Manufacturer narrative:
Analysis of the lead model 3389-28 lot v868095 found the distal end of the lead was bent.

Manufacturer narrative:
(B)(4). Update evaluation summary: analysis of the lead model 3389-28, lot v868095 found the distal end of the lead was bent, new out of the box.